Manufacturer narrative:
Patient code of "no code available" represents "surgical intervention. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacture record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4). This event has also been reported by the manufacturer under report # 2029046-2019-03471. Reference: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient (73.5 kg) underwent an atrial fibrillation (afib) ablation procedure wherein a soundstar eco 8fg ultrasound catheter was used, and a vessel perforation occurred requiring surgical intervention. During the transseptal phase, the patient suffered an aortic perforation. Reminder of the procedure was aborted. The patient became bradycardic and the blood pressure dropped; therefore, chest compressions were applied, and then they cracked the patient's chest. The patient was taken to the operating room (or) for open heart surgery. They cleared a clot in the epicardium but no surgical intervention on the aorta vessel was needed, as the puncture clotted off by the time the chest was open. The patient was reported in stable condition after surgery. Extended hospitalization was required as a result of the event. Patient's outcome is improved. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. The only catheter in use at the time of the event was the soundstar eco 8fg ultrasound catheter that was used to visualized during the transseptal. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Transseptal sheaths used were not from bwi. No bwi product malfunctions were reported. No evidence of steam pop.

Manufacturer narrative:
On 8/3/2019, during further review of this complaint it was determined that the reported adverse event of vessel perforation which required surgical intervention should not be considered reportable against the soundstar eco 8fg ultrasound catheter. A re-assessment of this complaint determined that the adverse event occurred as a result of the transseptal puncture while using non-bwi products. As such, the soundstar eco 8fg ultrasound catheter is not related to the causality of the adverse event and should be considered a concomitant product. This is no longer considered to be an MDR-reportable event. However, since the event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received in relation to this event. The suspected device is the st. Jude medical brk transseptal needle. (B)(4). This event was also reported by the manufacturer under 2029046-2019-03471. Reference: (B)(4).